Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that during the procedure the hospital lost power. The system went to battery but then powered off after some time. The site then had issues turning the system back on once power came back. Technical services had them unplug the system from the wall, hit the power button for three seconds, and then plug it back into the wall. The site then hit the power button and it turned on with no issue. The procedure was delay for about a 10 minute. No impact on patient outcome.